Event description:
Pt experienced erosion, infection and pain. No other info is available.

Manufacturer narrative:
This is a correction of the MFR report number on the first page. Originally reported as 1645337-2012-002126, but the correct number is 1645337-2012-00226.